Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had migrated that moved to a point that it made a bump on the skin. Hence, a pocket revision was done. The crt-d remains in service. No additional adverse patient effects were reported.